Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 480 mg/dl on the day of the call. Caller also reported that the customer recently had a blood glucose level over 500 mg/dl. Customer's mother reported that the insulin pump had no delivery alarms. Customer's mother was unable to troubleshoot at the time of the call as she did not have the insulin pump available. The insulin pump was not returned for analysis or replaced.